Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. -review of the history device records confirmed the device conformed to the specifications prior to distribution. This complaint is considered closed. Complaint sample not returned.

Manufacturer narrative:
A follow up is being filed to populate since it was not possible to investigate the complaint as no sample was returned for evaluation; this complaint is considered closed.

Event description:
A follow up is being filed to populate since it was not possible to investigate the complaint as no sample was returned for evaluation; this complaint is considered closed.

Event description:
(B)(4). Bactiseal shunt system, lot cppbfo (used in conjunction with medtronic valve) patient has a high bmi, primary shunt procedure. (B)(6). Date of surgery: (B)(6) 2014. Date reported: (B)(4) 2014. No product to be returned. (B)(4) 2014 additional information from the affiliate explained that, "I spoke with the neuro consultant who reported these cases last friday, (B)(6), lead clinician in the hospital. He advised that both patients have settled down and are no longer showing symptoms of infection as was previously reported. He is very surprised himself. He has advised that lab results have showed no bacteria grow for one of the patients and he believes also the second. He is going to check it out and report back. I will be in touch. He seems fairly happy with both patients at present. No revision surgery is therefore planned at the moment."